Event description:
The customer reported that the system displayed a filament system error during preventative maintenance. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the igbt snubber board assembly. The system was tested and found to be working as intended and put back in service.